Event description:
It was reported that the ilet user received an urgent low alert while eating, and mentioned not announcing a sandwich consumed earlier, with fingerstick and ilet readings in the 40s before self-treating; this was associated with user practice of not announcing meals and reduced carbohydrate intake at the typical evening mealtime. The user's blood glucose returned to range at 97 mg/dl by the end of the call. Symptoms included hypoglycemia with a nadir of 44 mg/dl. Outcomes included minor injury of hypoglycemia and no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, and an unintended use error that contributed to the event.